Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, it was noted that the occluder wouldn't unscrew after implantation and then got lost in the left atrium while attempting to retract the occluder into the sheath. They were able to retrieve the occluder, and the patient was doing well. An atrial septal defect (asd) was developed during passage through the septum, and it will likely remain this way. The occluder had to be surgically retrieved from the groin. The occluder and the sheath preserved. There was no delay in the procedure and the patient remained stable. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of separation problem of device from delivery cable during procedure was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. No patient effects were reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Received imaging had shown beginning to be retract into sheath and then the next frame in the video it shows detachment. The cause of the reported event could not be conclusively determined. The reported surgical intervention was under case-specific circumstances as the device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.